Manufacturer narrative:
A bayer service representative responded to the site and replaced the pivot knuckle assembly which restored the system to normal operation. Bayer product analysis received and examined the subject pivot knuckle assembly. Visual examination confirmed a sheared bushing screw within the pivot knuckle assembly. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The site reported the following information: the stellant dx injector (serial number (B)(4)) disengaged from the mounting structure while being moved and fell towards the floor. There was no injury.